Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. It was also reported that the battery gauge was fluctuating. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer¿s blood glucose level was in 127-157 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.